Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar event has been reported. Based on the gathered information, the most likely root cause has been assigned to defective temperature sensor and its control on the main circuit (cpu) board. Failure of electronic components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), canada. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, temperature sensor and cpu board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (error code e04) related to temperature. In detail, the temperature difference of the temperature sensors in the control/safety system is too big. The issue occurred during procedure. There was no patient injury.